Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield. This occurred in 4 products.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval no, device return to manuf .? No. Investigation summary: no samples were returned to the manufacturing location but bd japan received a sample and sent photos therefore the investigation was performed based on the photos provided. Two photos of 4 loose 0.3ml bd insulin syringes were provided. The customer reported about needle/shield separation from the barrel when removing the shield. The photos were examined, and it was observed that 3 out of the 4 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. The remaining syringe appeared to have a properly attached hub assembly. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that 4 syringes 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield. This occurred in 4 products.